Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) entered elective replacement indicator (eri) status and was operating at 136%. It was reported there were no recorded alerts for this, and the health care professional (hcp) was concerned the device battery had been depleting prematurely. The patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was confirmed the device was in ddd mode with atrial sensing on. It was also noted the sum of the right atrial (ra) sense and pace counts was (B)(4) while the cardiac cycle count was (B)(4). The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) entered elective replacement indicator (eri) status and was operating at 136%. It was reported there were no recorded alerts for this, and the health care professional (hcp) was concerned the device battery had been depleting prematurely. The patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is expected.